Event description:
It was reported that the consultant described to put in the d200hf7 pacing swan-ganz catheter into a patient. The patient was in ICU. She had very severe heart failure on a ilvad and was also very bradycardia for a period of time. Since she required a swan a pacing swan was thought to be very useful. However, we had much difficulty achieving any sensitivity and with getting consistent or any capture. The catheter was repositioned many times but no pacing was captured. Device discarded. The patient died the next day due to complications of her heart failure - the consultant did not attribute her death to the pacing swan.

Manufacturer narrative:
The device was discarded at the hospital.